Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a cuff leak that happened during insertion. The leak was found in the same spot in an area protected by the flange. A new trach was used.